Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 369 mg/dl at the time of incident. The customer's blood glucose was 369 mg/dl at the time of call. The customer stated he continuously receives insulin flow block alarms at least once a week. Customer was assisted with high blood glucose trouble shooting. Customer was assisted with trouble shooting for insulin flow blocked. Pump will replace since customer tried all remedies. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.